Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient came to see the surgeon with signs of infection. The surgeon decided to take the patient to surgery and remove his implants and replace with antibiotic spacer to clear infection. He removed all components and did a wash out of his knee and replaced with an antibiotic spacer. Doi: (B)(6) 2017; dor: (B)(6) 2018; dor for the insert: (B)(6) 2018. Left knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.